Event description:
It was reported that about a week after implant, there was an atrial lead warning due to low unipolar impedance. It was also noted that the lead impedance was hovering around 200 ohms, which may continue to trigger lead warnings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071, implantable pacing lead, (B)(6). (B)(4).